Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report could not be duplicated during evaluation using test battery. The battery used was not returned for evaluation. The device underwent extensive testing including, daily, weekly, montly test, off current testing, impedance testing, and shock testing with no errors observed. The device log was downloaded and showed no current errors. The log provided by the customer began in 2021, which would not be possible, as it should have been reset after the last repair and recertification on 4/29/2025. Additionally, the main board was replaced during that repair, making it impossibe to have log entries from 2021. This indicates the customer/ provided log was outdated and identical to the log from a previous complaint, suggesting the customer exported the file from an old, "not connected" device. The device was fully evaluated and found to be fault-free. The device was recertified and returned to the customer. No trend is associated with reports of this type.